Event description:
Information was received from a patient regarding their external devices. Caller stated that on saturday morning they went to plug the desktop charger (dtc) into the recharger, but the connector pin fell out and all the wires came out. Caller stated that the male end of the desktop charger broke inside of the female end of the recharger (insr), and then the female end of the recharger came out when the desktop charger came out. Caller added that they have no way of charging the recharger now. Caller stated they were able to get the implant fully charged before this happened. Caller did not have the equipment with them at the time of the call. Agent began to review process of transitioning to wireless recharger; caller stated they're on vacation and won't be home before their implant will be depleted. Caller had left the broken equipment at home since it didn't work. Caller will call back with device serial numbers to complete replacement process for insr and desktopcharger due to circumstances. Pt called back with serial number of dtc and insr. Emailed repair to have replacements sent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6), implanted: explanted: product type recharger h3. Analysis was performed on [product ID 37761 lot# serial# (B)(6), analysis found that the cable assembly had a bent connector pin at the end of the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.